Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted technical services to report a patient death. The patient had been presented back to the electrophysiology (ep) laboratory following a failed attempt to implant a transvenous left ventricular (lv) lead. An epicardial lv lead was positioned, however, lv pacing could not be obtained. The lead position was checked and the lead was pulled back. Following lead manipulation, release of "blue" blood was observed followed by spontaneous development of ventricular tachycardia (vt). Shock therapy was delivered with subsequent bradycardia pacing. Shortly thereafter, the patient developed ventricular fibrillation (vf). Despite delivery of multiple shock therapies, the arrhythmia could not be terminated and the patient died. The root cause of death was attributed to complications that occurred during the procedure.